Event description:
Additional information received identified effective stimulation was restored postoperative, and the issue has reportedly resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report #1627487-2015-06541. It was reported one of the patient's leads was explanted and replaced during revision surgery on (B)(6) 2015 due to invalid impedances on all 8 lead contacts. As it is unknown which of the patient's leads was explanted, all possible lots are being reported.